Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed bacteremia and endocarditis. The patient was treated with antibiotics.  The implantable pulse generator (ipg) system was explanted and replaced with an epicardial system. No further patient complications have been reported as a result of this event.